Manufacturer narrative:
Pump passed the displacement test. Pump received with minor scratched lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump and had scratch on the screen. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot. Customer reports damage to the pump. Customer reported that there were scratch on screen, and was reported as customer can not read the pump screen and pump was not functioning as designed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.